Event description:
It was reported that the patient experienced chest pain. It was also reported that the right atrial (ra) lead exhibited intermittent undersensing and oversensing. It was also reported that the right atrial (ra) lead was inappropriately sensing the r-wave on the atrial channel and had "fallen into the right ventricle".  The ra lead was programmed "off" and remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.